Event description:
It was reported a patient presented in clinic with chest pain and high capture threshold on the atrial lead. Investigation revealed cardiac perforation. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.